Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left knee revision to address instability. Date of implantation: (B)(6) 2015; date of revision: (B)(6) 2019; (left knee).

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update 27 jan 2020. Medical records were reviewed to identify patient harms/product issues. The patient underwent a left knee revision due to instability and synovitis. The surgeon noted minimal tibial insert wear. The tibial insert was the only component revised. The tibial tray, femoral component, and patellar component were well-fixed and retained. Doi: (B)(6) 2015. Dor: (B)(6) 2019 left knee.